Event description:
On (B)(6) 2012, the reporter claimed that the patient's blood glucose elevated to 400-500's mg/dl with sign of ketones after there was a leakage issue at the luer lock near the cartridge. At the time of concern, the reporter did not closely examine the cartridge for cracks or to see if the luer lock connection was loose. The patient reportedly was taken to the ER for treatment where he was treated with 2 units of insulin. After his blood glucose resolved to 270 mg/dl, he was sent home. During troubleshooting, the animas representative assessed the patient's alleged blood glucose excursion by evaluating the animas pump. The advance features and the basal segment are correctly programmed according to the patient's usage. The date and time was confirmed to be accurate. There is no sign of infusion site issues such as redness, swelling, hardness or bleeding. There was no sign of a kink or bending of the cannula at the infusion site. The animas representative concluded there was no pump malfunction associated with the alleged event. This complaint is being reported because the patient had elevated blood glucose and sign of hyperglycemia while on insulin pump therapy.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. After the evaluation is completed, a supplemental report will be filled. No conclusions can be drawn at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Manufacturer narrative:
(B)(4): a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing.